Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients father that the patient attempted to reset the pdm and it was not able to be reset. Patients father confirmed that the patient is at the ER; however, he did not have any further information regarding the facility or the visit. Patients mother then stated that her daughter's blood glucose level was 600 at the time. Patient was treated with IV fluids. They also gave her an injection of humalog and an injection of lantus. Patient also said she had a bad cold during this time as well.

Manufacturer narrative:
The device was not able to be downloaded due to the pdm not being able to reboot and was stuck in a ¿looping¿ state. Correction to d(4): lot number changed from blank to l60066. Sequence number changed from blank to (B)(4). Unique identifier (UDI) # changed from (B)(4). Correction: (device available for eval: yes, date returned to mfg: 4/3/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report. Device manufacture date change from blank to 3/28/2013. Usage of device changed from initial use of device to reuse.